Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a battery low alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The root cause of the battery low alarm is unknown. The battery was replaced to correct the condition. The device was serviced and restored to a good working condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If any additional relevant information is received, a follow up MDR will be sent.